Event description:
The facility reported a colleague infusion pump with a malfunction of "channel a manual reset." This condition has the potential to cause an interruption of delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated by a baxter service technician at a baxter facility. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with malfunction of "channel a manual reset" was confirmed during event history log review. This condition was caused by faulty pump head module (phm). The phm was replaced to fix the reported condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.